Event description:
Five days after a procedure with the tenex health tx system, a patient developed pain and hematomas in her feet. The hematomas were treated with cortisone shots, drainage, heat treatment and dressing. The health care provider suspects the issue is not related to the treatment with the tenex health tx system.